Manufacturer narrative:
H10: the device, used in treatment, was returned for evaluation. It was reported that there were homing difficulties with the handpiece. The initial visual/functional investigation found that: the handpiece had a bent drill guide support that contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established. The drill guide is made of aluminum, and the material has been changed to stainless steel to increase durability and reduce deformation in the field.

Event description:
It was reported that during a surgical procedure, the handpiece experienced a connection error halfway through the burring stage. The error was dismissed, but when the surgeon tried to calibrate the handpiece, it failed. The bur was not moving at all, so it appeared as though there may have still been a connection issue. The device was unplugged/plugged with the same results. The handpiece was opened and the surgeon noted the gears were not moving. The handpiece was replaced but another connection error appeared. It was calibrated but the attempt failed. The tech noted that the surgeon's hand was holding the drill so he had him remove his hand from the drill, homed, and it passed homing. The case was completed after this troubleshooting. After the case, they attempted to move the gears of the first handpiece manually with the fingers and could not. The gears were fully jammed. A test was performed through the handpiece and the results came back with a max torque of 74 for that handpiece. Then, moved the gears of the second handpiece that finished the case and it moved, just not as easy as it should. A test was performed through a handpiece and the results came back with a max torque of 42. No surgical delay or patient injury was reported. Results of the investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.